Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient received 2 extensions with the same lot number. It was reported the patient lost stimulation therapy. Diagnostic testing revealed high impedances on most of the contacts on the extensions. The physician noted a fracture and explanted the leads and extensions. The physician implanted a paddle lead. The patient's system was programmed and the patient receives effective stimulation therapy.